Event description:
It was reported the pt (australia) is experiencing intermittent episodes or a burning and stinging sensation at the ipg pocket. The reported discomfort last for approximately 20 to 30 minutes and reduces when stimulation is not in use. In addition, the pt reports redness and tenderness a the ipg incision site. It was recommended that the pt temporarily cease use of the scs system and monitor the impacted area. Also, x-rays of the scs system were recommended.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.